Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed air bubbles in the infusion tubing. Blood glucose was 300 mg/dl. Reportedly, the customer successfully primed the tubing until bubbles were no longer observed.